Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5154189.

Event description:
Voluntary medwatch received states it was reported that the patient presented in clinic due to an infection on the atrial (ra) lead. The physician elected to explant and replace the ra lead. There were no patient consequences.